Manufacturer narrative:
Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor can a root cause or any potential contributing factors be identified. No actions will be taken at this time. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. In this case, the patient required a new stick to insert a new catheter. It is unknown if user or procedural factors may have contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during use, an introducer and swan ganz catheter could not be inserted at the right jugular vein. The estimated blood loss was 2-3ml. This required a new stick for the device to be replaced. No additional intervention was necessary to solve the issue. There was no allegation of patient injury. The device was not available for evaluation since it was infected with a category a disease. Patient demographics were requested and are unknown to the customer.

Manufacturer narrative:
Concomitant product MDR report number received: 2015691-2018-02428.